Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification form our affiliate in poland. As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in the aortic position by transapical approach. While inserting the delivery system in the patient, there were difficulties introducing the delivery system over the guidewire. First, it stopped at the balloon's height, then it was forced, however it stopped completely at handle's level. It was decided to remove the whole system and use a new kit. Using the new kit, the procedure was successful, and the patient remained stable. During pre-decontamination evaluation, while trying to inflate the delivery system balloon, a leak through the nose tip and the handle was observed, and a z-tear was detected in the guidewire lumen.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually evaluated, and the following was observed: the valve was crimped on inflation balloon; no damage noted on valve. The guidewire was inserted from distal tip and met resistance at 38cm from nose tip. Z-kink was observed on the guidewire lumen inside the steering approximately 38 cm from the nose tip, as confirmed via x-ray imaging and visual inspection upon device disassembly. Guidewire lumen was punctured at the z-kink location on distal end. The inner and outer diameters of the guidewire lumen was measured and the measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance with guidewire and delivery system leakage were confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified through the evaluation of the returned device. A review of manufacturing mitigations, device history record, and lot history did not identify any manufacturing non-conformances that would have contributed to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, ''during the procedure, while inserting the delivery system in the patient, there were difficulties introducing the delivery system over the guidewire. First, it stopped at the balloon's height, then it was forced, however it stopped completely at handle's level. Then it was decided to remove the whole system and use a new kit. Using the new kit, the procedure was successful, and the patient remained stable.'' For the complaint of resistance with guidewire, upon returned of the complaint device, a z-kink on the guidewire lumen was identified, which likely accounts for the difficulty advancing the guidewire. A CAPA was initiated in response to a previous complaint to investigate this failure mode and initiate corrective and preventive activities. As such, available information suggests that procedural factors (improper device preparation) likely contributed to the complaint event. However, a definitive root cause could not be determined at this time. No manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the complaint of delivery system leakage, as resistance was encountered while inserting the guidewire into the certitude delivery system, additional device manipulation (push force) was applied to the guidewire (as reported), which forced a negative interaction between the guidewire and the kinked section of the guidewire lumen, and thus perforated the guidewire lumen at the z-kink location, causing the encountered leak while inflating the balloon. As such, available information suggests that procedural factors (guidewire manipulation) likely contributed to the complaint event. However, a definitive root cause could not be determined at this time. No manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.